Event description:
Libre 2 this has happened with multiple sensors on multiple days. The alarm is unavailable since the app update it just stops working for low / high glucose alarm. The sensors are consistent in giving readings 30% or more low, rare but a few high. It will say I'm 55 but glucometer finger stick shows 115. If I had treated the 55 as real it would have skyrocketed my glucose. The few high reads were at least 40 points high and again had I treated it as real I would have thrown myself into a hypoglycemic plummet. Abbott argued with me and even tried to make me call the next day if it was still giving false readings. I had at least 5 days of incorrect readings to show them. I understand they can be off 20% but the number on 3 out of 4 were so far off as to create a danger if the reads were not checked by finger stick. These were not compression lows nor from cold exposure. Reddit thread has hundreds of people with the same problem. Abbott obviously has a bad lot of devices and is not admitting it nor recalling them. Most of us had the same expires 2/24 dates.